Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: focus is off. Probable root cause: incorrectly assembled optical train; damage to optical train; end of life wear-out; shipping damage; use error. The reported failure mode will be monitored for future reoccurrence note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: cib, bryan, sx, after cleaned the focus is off, wcb the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be rough handling during sterilization and/or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.